Manufacturer narrative:
Account information is unknown, if account information is received, it will be submitted within 30 days upon receipt. Complaint conclusion as reported, a vista brite tip 6f .070 xb 3.5 100cm guiding catheter was found to be fractured upon opening. There was no reported patient injury. The product was not returned for evaluation. A product history record (phr) review of lot 18468198 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ cracked¿ could not be substantiated because the device was not returned and images were not provided. Users are trained to inspect for signs of damage prior to and during use, and any product exhibiting damage should not be used. Information for safety is provided in the product labeling to inform users of associated risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues; therefore, no additional actions will be taken.

Event description:
As reported, a vista brite tip 6f .070 xb 3.5 100cm guiding catheter was found to be fractured upon opening. There was no reported patient injury. The product will not be returned for evaluation.